Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer needed to press the wake button multiple times with force before the pump screen turned on. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. The customer was using an alternate pump for insulin therapy.